Manufacturer narrative:
(B)(4): the customer reported a failure to discharge via internal paddles. The users switched to defib pads for the delivery of energy and there was no negative pt impact. The hospital biomedical engineer discarded the involved paddle set. The date code of the cable is not known. The serial number of the involved defibrillator was not reported. The hospital did not know how to test internal paddles. The hospital biomedical engineer has ordered a new set of internal paddles. They were provided with information about how to test their internal paddles. This should be down prior to each use, per the IFU. There was a reported failure to discharge via internal paddles, but the cause of the reported symptoms cannot be confirmed as the paddle set was discarded by the customer.

Event description:
The customer reported a failure to discharge via internal paddles. The users switched to defib pads for the delivery of energy and there was no negative pt impact.